Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the healicoil anchor threads broke off of the anchor core during implantation. The anchor was completely removed from the patient. Adequate fixation was not achieved due to the procedure being completed without implanting a backup anchor in this position. No patient injury or additional complications were noted.